Event description:
The patient had numerous wound vacuum assisted closure (vac) dressing changes. The wound healed several times, but became infected requiring cleaning and antibiotics. The staff discovered a retained sponge used to pack the wound which was very deep with a narrow opening.